Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change and resets time/date to factory default due to voltage leak at interface board. Unit received with all operating currents within spec and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. The alarm was not resolved. Advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.